Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell and the ilet device¿s screen was damaged upon impact with the ground, rendering the display inoperable while the user transitioned to back-up therapy. Symptoms included no reported injury or adverse clinical effects. Outcomes included no interruption in essential medical care, as the user used back-up therapy. Investigation included a review of user-provided photos and device evaluation. Investigation of this case revealed physical damage consistent with external impact and no evidence of a device malfunction prior to the event. It was concluded that the event resulted from accidental physical damage and was not attributable to a manufacturing or design defect.